Manufacturer narrative:
A ge svc rep performed an onsite investigation. The gib and ffb board were evaluated and reseated. The interconnect cable connector was reseated. The voltage on ps3 was readjusted. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the sys shut down without command. There is no report of death or serious injury.